Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: complaint alleges: customer reported that the balloon deflated. No pt injury reported. Pt current condition is fine.